Event description:
A pump declared alarm 20 during use, prompting a check on its impact on the customer's blood glucose level, which did not exceed 500 mg/dl and was thus within the normal range. Despite attempts to resolve the issue by loading a new cartridge, the alarm recurred, and the customer was unable to resume insulin therapy with the pump. Consequently, technical support arranged for a replacement pump and advised the customer to use multiple daily injections as a backup therapy. The customer was also instructed to return the faulty pump using a pre-paid label.